Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the buffer valves and solenoid valve to resolve the issue. The fse performed post service verification and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported one patient had high ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer did not release the high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer initial results for this patient.